Event description:
It was reported that pre-implantation left ventricular end-diastolic diameter (lvedd) rather than body surface area (bsa) significantly impacts survival after durable left ventricular assist device (d-lvad) implantation through the research article "the impact of body surface area and left ventricular size on outcomes following durable lvad implantation". This single center analysis evaluated 212 heartmate 3 and 101 hvad patients who received a centrifugal d-lvad between aug2015 and oct2020, with average age of 56.8 + 12.3 years (72% male, 75% black patients). Patients with smaller pre-implant lvedd (52 of 313 patients or 17%) were found to have significantly lower survival at 1-year post-implantation compared to larger pre-implant lvedd irrespective of bsa (high lvedd/high bsa 85% and high lvedd/low bsa 80% vs. Low lvedd/high bsa 67% and low lvedd/low bsa 51%, p = 0.02).the correlation between lvedd and bsa was modest (r = 0.21).

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01oct2020 as patients were implanted between aug2015 and oct2020. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Medstar heart and vascular institute, georgetown university school of medicine, washington, dc; piedmont heart institute - samsky advanced heart failure center, atlanta, ga; medstar health research institute, washington, dc; medstar heart and vascular institute, washington, dc. Zviman, a., rubin, g., molina, e., rao, s., chou, j., afari-armah, n., kadakkal, a., vera, m. P., krishnan, m., gupta, r., rodrigo, m., hofmeyer, m., balsara, k., lam, p., & sheikh, f. (2024). The impact of body surface area and left ventricular size on outcomes following durable lvad implantation. The journal of heart and lung transplantation, 43(4), s395. Https://doi.org/10.1016/j.healun.2024.02.1278. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data: report type corrected, section b2: corrected, section d4: serial number corrected, section e1: reporter name corrected. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient deaths could not be conclusively determined through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.